Manufacturer narrative:
(B)(4). The unit was returned and the investigation isolated the failure to the rf board, but a root cause was not identified. The rf board was replaced to address the condition. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that the rem max value and minimum value alarm failed.